Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was bacterial vegetation present on the right ventricular (rv) lead. It was suspected that the infection was due to the clinical conditions of the patient, and there was no allegation that any of the devices implanted caused or contributed to the infection. The rv lead was explanted, and the associated devices were prophylactically removed as well. The patient was stable following the procedure.